Event description:
The customer reported the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The cultures showed large growth of environmental bacteria in the instrument. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Additional details have been requested regarding the microbial testing results and the cleaning, disinfection, and sterilization process. At this time, no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: event 1: positive in culture test: a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Event 2: foreign material adhered to chipped part of light guide (lg)-lens and lg-lens glue. Regarding foreign material, although dirt remained at chipped part of lg-lens and lg-lens glue, the foreign material could not be identified. Regarding the cause of foreign material remained in the device. The foreign material may not have been removed due to physical damage of the device. The lg-lens was chipped, lg-lens glue was cracked and peeled off. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the biopsy channel was leaking, the electrical safety test on the distal end failed, the light guide cover lens was cracked and chipped, the bending section cover adhesive was chipped, the connecting tube was scratched, the paint on the air/water and suction cylinder nut was peeled off, angulation was out of specification and the control unit had play. This event is under investigation. A supplemental report will be submitted upon receiving additional information.